Event description:
The customer reported that an 840 ventilator had a blank display. Covidien technical support engineer (tse) troubleshot this issue with customer over the phone and suggested replacing the lcd panels. Covidien was not authorized to service the device.